Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in capture threshold was noted on the right ventricular lead. An increase in pacing impedance was also observed. Fluoroscopy imaging revealed no externalization and no intervention was performed as the patient was asymptomatic and stable.